Manufacturer narrative:
G4:04feb2021 b4:(B)(6)2021 h11: there was no philips field service engineer dispatched onsite for evaluation and repair. The bio-med replaced the user interface assembly. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:04feb2021. B4:05feb2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the user interface assembly. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 14oct2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The customer contacted technical support (ts) stating that unit's display is too dark. The issue was discovered at unit power on. The customer reported there was no patient involvement.